Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the returned sample. One q-syte connector was provided for investigation. The septum was removed from the connector and a column tear was observed in the septum. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd q-syte closed luer access device leaked. I would like to inform you that an incident concerning a ¿q-syte bidirectional valve¿ has occurred at hôpital necker-enfant malades. Please find attached the corresponding material vigilance declaration. The incriminated device is at your disposal for expertise. I would like to inform you of an incident that occurred on (B)(6)/2025 in our "réanimation et surveillance continue (B)(6)" department at (B)(6). Medical devices involved. Common dm designation: q-syte bidirectional valve. Best before: 31.05.2029. Date of manufacture: incident: the nurse notices the presence of a large quantity of liquid on the sheet and notes that this flow is coming from the q-syte bidirectional valve, which is dripping profusely. The qsyte valve is connected to one of the branches of the 9 cm 3-way multiway extension ref.(B)(4) (ICU medical france). Immediate action: rapid replacement of the offending valve, but requires temporary clamping of the central line and other continuous infusion lines containing sedatives, corotropes, heparin, etc. Apparent immediate consequences: for the patient: an unquantifiable loss of therapeutic administration, leading to a delay in drug administration and a risk of infection. For professionals: additional workload for the facility: economic cost due to the need for additional devices and drug treatments, and other potential consequences on patient care.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.